Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received instructions from technical support to address the alarms by disconnecting and adjusting tubing and delivering boluses, though alarms recurred. Reportedly, the customer reverted to an alternate method of insulin therapy. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.